Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
Patient contacted dexcom on 06/28/2016 to report a loss of connection between smart device and transmitter and an adverse event that occurred on (B)(6) 2016. Patient reported that they were not alerted that their blood glucose (bg) was low due to the device signal loss. Patient stated that she went to bed and during the night her parents checked on her and found her on the floor and knew something was wrong. Parents checked the patient's bg on a glucometer and it was at 20 mg/dl. The patient's parents called the paramedics. When the paramedics arrived they found the patient unresponsive and gave her glucagon. The patient regained consciousness, drank juice, and her bg went to a "400 range" and eventually went down to a "200 range." At the time of contact, patient is doing well. No additional event or patient information was provided. The complaint device was not returned for evaluation. However, the data log was provided by the patient. The data was reviewed on 07/22/2016 and did not confirm the reported loss of connection.